Event description:
The dentist reported that this implant mount screw fractured while placing the implant. The surgery was able to be completed.

Manufacturer narrative:
The visual inspection of the component as returned has confirmed the mount screw has fractured and remains stuck in the implant. The remaining portion of the mount has not been returned for review. A definitive root cause has not been determined.(B)(4)